Event description:
Ous MDR "after 20 months of implantation, interference signals caused several incorrect detections on 01/21/2007. Since we were unable to determine the exact cause of the defect, both lead and ICD were exchanged."

Manufacturer narrative:
The lead was returned completely with no part missing. There was no damge to the outer insulation body. The is-1 connector met all mechanical dimensions required by the international connector standard. No blood or tissue penetrated the lead. Silicone sealing at the connector was found intact. A cut was detected in the insulation of the ligature area about 33cm distal of the connector. Blood had entered the lead at this site. Spiral-shaped abrasion was visible at the is-1 conductor between pin and shunt. Internal structure of the five-lumen tube was damaged 36cm distal the connector. Insulation between the inner lumen and the inner conductor coil and the lumen of the vcs conductor was worn through. The physician provided an x-ray image for the analysis. Dc resistances between the tip, ring, and corresponding connector potentials were measured and proved to be within the valve range specified in the design specification. There was no permanent or intermittent broken contact in the conductors. Also, there were no short circuits between the potentials. This was also true upon mechanical stress (bending and stretching) on the lead. The analysis found intermittent short circuits between the potentials of the inner conductor (tip) and the vcs conductor. Electrical measurements indicated intact conductors. No short circuits between the conductors could be found. In summary, the analysis was able to find the cause of the over sensing mentioned in the complaint. Inner lumen of the lead was worn though 36cm distal from the connector pin. This led to an intermittent state of low ohm values between the potentials, which, in turn, resulted in the complaint-about interference signals. There was, however, no material defect or manufacturing error. Thus, this is not a production error; rather, the abrasion indicates sustained dynamic stress under pressure impact.